Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a celect filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Per an undated medical opinion (of patient imaging) - various dates: "findings: review of the medical documentation revealed that [patient] underwent the uncomplicated placement of a cook celect inferior vena cava filter, below the level of the renal veins, on june 29, 2012. I have personally reviewed multiple whole body pet/CT examinations from (B)(6) 2019 and (B)(6) 2020, as well as, their respective final radiology reports. Sagittal and coronal reconstructions were derived from the axial imaging provided. These examinations revealed the presence of an indwelling ivc filter at the l2-3 level, below the level of the confluence of the renal veins, without any evidence of significant ivc filter angulation in either the sagittal or coronal planes. There was no evidence of ivc filter migration on serial imaging. However, these examinations demonstrated four (4) pathologic ivc filter component penetrations, extending greater than 3 mm beyond the perceptible exterior wall of the inferior vena cava and three (3) which increase with serial imaging, at the 2, 4 and 7 and 11 o'clock positions on the axial images as described below:" whole body pet/CT - (B)(6) 2019: 1. Left antero-medial 2 o'clock, 12 mm penetration, grade 3, abuts right-medial calcified aortic wall. 2. Left postero-medial 4 o'clock, 16 mm penetration, grade 3, abuts anterior prevertebral soft tissues at l3-4 level. 3. Right postero-lateral 7 o'clock, 19 mm perforation, grade 2, no other penetrating organ injury. 4. Right antero-lateral 11 o'clock, 11 mm, grade 2, no other penetrating organ injury. Whole body pet/CT - december 20, 2019: 1. Left antero-medial 2 o'clock, 18 mm penetration, grade 3, abuts right-medial calcified aortic wall. 2. Left postero-medial 4 o'clock, 14 mm grade 3, abuts anterior prevertebral soft tissues at l3-4 level. 3. Right postero-lateral 7 o'clock, 19 mm, grade 2, no other penetrating organ injury. 4. Right antero-lateral 11 o'clock, 13 mm, grade 2, no other penetrating organ injury. Whole body pet/CT - (B)(6) 2020: 1. Left antero-medial 2 o'clock, 18 mm perforation, grade 3, abuts right-medial calcified aortic wall. 2. Left postero-medial 4 o'clock, 16 mm perforation, grade 3, abuts anterior prevertebral soft tissues at l3-4 level. 3. Right postero-lateral 7 o'clock, 20 mm, grade 2, no other penetrating organ injury. 4. Right antero-lateral 11 o'clock, 16 mm perforation, grade 2, no other penetrating organ injury.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b1, b2, b5, b6, h1, and h6. Additional information: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. (B)(4) devices in lot. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Pt allegedly received an implant on (B)(6) 2012 via the right femoral vein due to a left leg deep vein thrombosis and upcoming hip replacement. Pt alleges vena cava perforation (grade 1 perforation by 2 struts, grade 2 perforation by 2 struts.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'vena cava perforation'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Corrected: b1, h1. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Pt allegedly received an implant on (B)(6) 2012 via the right femoral vein due to a left leg deep vein thrombosis and upcoming hip replacement. Pt alleges vena cava perforation (grade 1 perforation by 2 struts, grade 2 perforation by 2 struts.